Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on radius side assessed as fold flaw opening. Additional observations: ¿ observed stress marks on the device. ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ observed what appears to be like crater appearance on shell surface. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side no complaint against the device. Healthcare professional later reported left side very sticky, "signs of early rupture." Device has been explanted.

Event description:
Healthcare professional reported left side no complaint against the device. Healthcare professional later reported left side very sticky, "signs of early rupture." Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact codes: f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.